Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had an intermittent fault in power supply. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The issue was resolved over the phone by the helpdesk, as it was discovered that the power supply cable was not correctly plugged in. After properly connecting the cable, the problem was resolved. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.